Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the sensor session ended prematurely without an error. The sensor was inserted into the abdomen on (B)(6) 2017. Data was available for evaluation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).